Manufacturer narrative:
Report number: 1038671-2024-04427 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04427. The revision reported may be the result of the glenoid loosening and wear as reported. The humeral stem loosening during the revision procedure may have been secondary to forces applied to disassemble modular components or the result of an insufficient bond between the implant and bone. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Pending investigation. Concomitants: 314-02-32 uhmwpe post aug glenoid small, right (B)(6). A10012 - gps implant kit v2 (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6). 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6). 300-01-07 - equinoxe, humeral stem primary, press fit 7mm (B)(6).

Event description:
As reported, approximately 7 years post initial right total shoulder arthroplasty (tsa), the patient underwent revision due to suspected glenoid loosening. The surgeon planned on converting to reverse; however, while attempting to disassociate the humeral head from the replicator plate, the stem came loose. Everything was removed and replaced by a competitor prosthesis. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.